Manufacturer narrative:
Internal complaint reference: (B)(4). Townshend, d. N., bing, a. J., clough, t. M., sharpe, I. T., goldberg, a., & UK infinity study group. (2021). Early experience and patient-reported outcomes of 503 infinity total ankle arthroplasties. The bone & joint journal, 103(7), 1270-1276. Doi: 10.1302/0301-620x.103b7.

Event description:
It was reported that on literature review "total hip arthroplasty using highly cross-linked polyethylene in patients aged 50 years and younger", 2 patients presented an adverse event (1 suffered of dvt deep vein thrombosis and 1 patient had a recurrent instability) after a tha procedure using a press-fit tapered titanium stem (synergy). It is unknown how the dvt event was treated or resolved and for the recurrent instability event it was treated by a revision surgery. Patients outcome if unknown. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication, fit/sizing issue, lifetime of device and/or patient medical history. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: case-2022-00093874-1